Event description:
It was reported that, 'while using the tibial stylus, dr. (B)(6) went to pin the tibial cutting jig and the tibial housing would slide down."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.